Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion and prime tests. The device was received with it stuck in the motor error alarm loop during bolus and or basal delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during testing. The no delivery test was not performed due to motor error alarm. The device had minor scratched lcd window and cracked reservoir tube lip.

Event description:
Customer reported receiving a no delivery alarm during set change followed by a motor error alarm during fill cannula. Customer stated that they use the sensor feature on the insulin pump. Customer's blood glucose reading at the time of the call was 356 mg/dl and has treated with a syringe. Customer was unable to troubleshoot at the time of the call. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.